Event description:
This tissue valve was implanted in a female pt who wanted to still have children. The pt presented 14 months postoperatively in severe pulmonary edema. On tee, the gradient across the valve was between 30-40 mmhg and the cusps appeared calcified and stenotic. The pt is 8 weeks pregnant. She does not have renal disease and her blood calcium levels are normal. She is mildly overweight and short in stature, making her symptoms more significant. The valve was explanted on (B)(6), 2012.